Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to a physical stress (e.g., dropping, bumping, etc.), or deterioration due to chemical stress, such as those used in the cleaning, disinfection, and sterilization processes. However, a definitive root cause could not be determined. The reported issue (air leak from cable) was confirmed and found to be caused by holes in the video cable. In addition, service found the bending angle was out of specification due to wear of the angulation wire. The adhesive on the bending section cover was chipped, there was dirt on the control section, and the video connector case was cracked. Scratches were observed on the bending section cover, the control section, the grip, the up/down plate, the right/left plate, the switch button #1, the video connector, the light guide connector, the surface of the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leak from the cable of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.